Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is scrolling through numbers and none of the buttons are responding. There is a keypad anomaly. The blood glucose reading is 82 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers noted during testing. The insulin pump was received with cracked case on display window corners and cracked reservoir tube lip.